Event description:
It was reported that the patient presented for a generator change. Prior to procedure, it was noted that the pacemaker went into backup vvi upon interrogation. The pacemaker was explanted and replaced. The patient was stable.